Event description:
(B)(4). The essure device was put in on (B)(6) 2013. While in recovery my left side was in so much pain I was screaming, I went home and had massive bleeding, the dr said it was normal, multiple times I went to the dr complaining of the pain the bleeding lasted well over a year, I went to another ob who performed an ablation in the hospital and ended up finding a migrated coil from my right side. The massive pain I am in everyday of my life is on the left now only. The pain goes into my leg. Intercourse is so so so painful and I bleed for days after with massive pain. Everyday I feel like there is something sharp stabbing me and I feel like the left one came out or is coming out. After many many dr and ER visits I am currently seeing the chief of obgyn in (B)(6) hospital on (B)(6), and we are in discussion of a hysterectomy, however it is more difficult bc it's only my left side right now bc the essure is no longer on my right.